Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 21-may-2024, it was reported by the patient that of infusions set tape not sticking, patient is very young and move a lot. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.